Event description:
It was reported by the patient that she underwent a gynecological procedure in 2010 and an obturator sling was implanted. Post procedure, the patient has experienced constant pressure, urinary frequency, a urinary tract infection for which she was treated, severe electric shock type pain inside the urethra, irregular bleeding and incontinence when coughing, laughing and sneezing. Additional information was not provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.